Manufacturer narrative:
H6: investigation summary: a "false positive" result complaint was reported against the bd max instrument, catalog number 441916, serial number (B)(6). Customer reported receiving n1 positive result on covid testing and retest of the same patient sample would result in negative result. Field service was not dispatched. No further action was taken. Discussion with application specialist determined that no instrument issue was noted. No parts were replaced nor returned to bd for investigation. The complaint is unconfirmed. The root cause cannot be determined with the information provided. Investigation consisted of a review of the instrument installation, service history, and related complaint data. No new risks, trends, or hazards were identified. Bd will continually monitor for trend.

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. Repeat tests were performed and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified " the number of tests is 15-20 samples a day, but there are more than one sample that is positive only for n1 every day. If the same sample and the test taken from the patient are retested, all will be negative. Currently, I am using the kit of a new lot, but in the new lot, only n1 is positive (a little less than 2 boxes are used).'

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k130470

Event description:
It was reported that while using the bd instrument max clinical false positive results were obtained by the laboratory personnel. Repeat tests were performed and the results were negative. There was no indication that results were reported out and there was no report of patient impact. Assays used: unspecified the number of tests is 15-20 samples a day, but there are more than one sample that is positive only for n1 every day. If the same sample and the test taken from the patient are retested, all will be negative. Currently, I am using the kit of a new lot, but in the new lot, only n1 is positive (a little less than 2 boxes are used).'